Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty, undersensing, and helix extension issues. This lead was repositioned during placement, when the helix would no longer extend. This rv lead was removed without incident, and a new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended/a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. A labeling review and risk review were conducted. These reviews determined that the clinical observation of difficult/unable to extend/retract is a known inherent risk of the lead.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty, undersensing, and helix extension issues. This lead was repositioned during placement, when the helix would no longer extend. This rv lead was removed without incident, and a new lead was successfully placed. No adverse patient effects were reported.